Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed. However, the suture break was observed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Medwatch report # (B)(4).

Event description:
Uf/importer report# (B)(4) received that states: when deploying perclose suture, suture came off delivery system. No injury to patient, new device opened w/o issues. Additional information was received from the account: it was reported that suture placement in the right femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an electrophysiology (ep) watchman procedure. Reportedly, when the plunger was removed, the suture broke. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 11f and the ep watchman procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.